Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose after meals while using the ilet, requested a pump reset, and was advised that provider authorization would be required. Symptoms included hypoglycemia with a reported nadir of 48 mg/dl and feelings consistent with low blood glucose. Outcomes included temporary functional impairment requiring self-treatment with oral carbohydrate and resolution without professional medical intervention. Investigation included complaint handling with troubleshooting and education provided remotely. Investigation of this case revealed no definitive device malfunction and the cause of hypoglycemia remained unclear. It was concluded that the event was user-reported hypoglycemia with unclear causality and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.